Event description:
During routine maintenance it was discovered the power supply did not have protective cover. Our facility covered the power source with non-conductive plastic to prevent electrical shock during maintenance.